Event description:
Additional info receievd from the MFR on 02/22/1999: MFR's medical records show that this pt has a ventritex defibrillator. That device was implanted on 05/29/1996. The event reported occurred on 9/29/1996, four months after the ventritex device was implanted. The pt also has a MFR leads, implanted on 10/02/1996, and remains in service. Co has received no complaints on any component of this pt's device or leads.